Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Biomet 3i is the manufacturer of the device and not the importer.

Event description:
It was reported that the doctor could not place the implant because the mount (mmc15) fractured. Doctor used another instrument to place the implant.

Manufacturer narrative:
One external hex implant mount was returned for inspection. A visual inspection revealed signs of wear consistent with use. The drive feature of the mount was cracked at the hex. The device no longer functions. The alleged malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.